Event description:
The customer reported that she received a button error alarm on her insulin pump, which had been exposed to sweat. The customer's blood glucose was 270 mg/dl, which was treated. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no act button response due to corroded keypad trace. No black circle, display anomaly or button error alarm noted during testing. The device also was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.